Event description:
A center director reported a case of trace diffuse lamellar keratitis (dlk), observed on a patient's right eye at one day post lasik treatment. Reporter indicated the patient was permitted to travel out of town. Reporter then patient was seen by another physician for three day follow up and was noted as having progressed to stage '2' dlk. Reporter indicated the topical steroid dosage was increased to one drop every hour and to return for post op visit within two days. Patient reported no pain, no decrease in vision, but did have mild dryness. Additional information has been requested.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the date of treatment. Log files review shows that all treatments were completed to 100% and all laser system functions were within specifications at day of treatment. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).